Event description:
Endoscopic retrograde cholangio-pancreatography in progress. During sphincterotomy via cautery, electro-thermal perforation noted in common bile duct. Stent insertion as planned; stat cipro intravenously and stat x-ray in response to perforation.